Event description:
The customer reported that the canopy has zipper damage to the panels and tears in the mattress envelope. The customer did not specify what type of zipper damage. There was no patient injury reported.

Manufacturer narrative:
(B) (4) zipper damage. Evaluation of the returned product shows that the large window a slider body is open. The backside b patient surface of the mattress envelope has 6 foot vinyl tear. (B) (4).